Event description:
It was reported tat the side rail was damaged. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The inspection confirmed that the rail was damaged and the problem was solved by replacing it. Our conclusion is that the replaced rail was the cause of the reported problem. However, the root cause of why the part was damaged has not been established by this investigation. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u. D4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800. The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing.

Event description:
Manufacturer's ref: #(B)(4).